Event description:
The account alleged the bed exit alarm is not setting. No pt impact.

Manufacturer narrative:
The tech found the scale was not zeroed, user error. The scale was zeroed by the tech to resolve the issue.